Manufacturer narrative:
Manufacturing investigation evaluation: the plate was received in two (2) pieces due to breakage. Marks and scratches are also visible on the surface. A review of the device history records did not show any abnormalities during manufacture. All critical measurements that could be verified were found to be conforming to specifications. No abnormalities during the creation process were found. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. Product investigation summary: the investigation has shown that the lcp-reconstruction plate has broken into two pieces. The break runs across the third combi-hole with marks and scratches present on the top and bottom surfaces of the plate. The fracture surface shows no irregularities. The dimensions of the complained lcp reconstruction plate were checked, as far as possible, against specifications and found to be in compliance with the technical drawings and international standards. The examination of the raw material testing certificates, and a review of the manufacturing papers, showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and international standards. Unfortunately, the information given did not provide sufficient enough evidence for an exact determination of the failure reason. Nevertheless, a manufacturing or material related condition can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Exact date of post-operative plate breakage is unknown. Procedural dates, both implant and explant, are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 20, 2012 no non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient presented to the hospital on an unknown date with a broken titanium locking compression reconstruction plate. The patient was originally treated for a clavicular fracture and subsequently suffered post-operative device failure. No additional patient or procedural information is available. This report is 1 of 1 for (B)(4).